Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead became dislodged and could not be secured to the patient's anatomy. The procedure time was lengthened by approximately two hours. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.